Event description:
It was reported there was a revision surgery performed to remove the left tmj devices due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported there was a revision surgery performed to remove the left tmj devices due to infection.

Manufacturer narrative:
Update: h6. The reported event has been confirmed based on the CT scan provided by the surgeon, which clearly shows the removal of the left-side tmj devices. Additionally, the surgeon has taken steps to address the patient's condition by submitting a new unilateral revision implant. Considering the patient's experience, it's crucial to acknowledge that infection is a recognized side effect explicitly stated on the device label. This highlights the significance of diligent monitoring and taking appropriate precautions. In conclusion, the device was shipped sterile, and no abnormalities have been reported since its shipment. The surgeon confirmed the p. Acne and s. Aureus growth (common microorganism that grow on the skin). Thus, the cause of this event is unrelated to the implant. Based on the investigation, there is no indication of an incorrectly working product or any design, material, or manufacturing-related issue related to the tmj devices.